Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said there is not enough lubricity on some catheters. It is unclear if the lot number was requested. No additional information provided. Per customer via phone on 29jul2025, it was reported that the catheter does not have enough lubricant and there was an area on the catheter that seemed to be sharp. Customer described the area as sharp like a fish fin.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual received 1 magic 3 go coude tip catheter. Verified material number 50816 and batch number jujz9124. Unable to test for lubricity due to opened sample. Further inspection noted flash and excess silicone with sharp edge on the catheter shaft. Task 14731984 was opened to notify manufacturing of the reported event. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: a, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said there is not enough lubricity on some catheters. It is unclear if the lot number was requested. No additional information provided. Per customer via phone on (B)(6) 2025, it was reported that the catheter does not have enough lubricant and there was an area on the catheter that seemed to be sharp. Customer described the area as sharp like a fish fin.